Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 6mm monopolar cautery instrument was observed to be unable to remove the spatula tip due to a connection piece of the tip being cracked or broken. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a broken tube adapter. The instrument was returned with the spatula tip accessory still installed this component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was returned still attached to the instrument. No detached fragment was observed. The tip accessory was removed from the tube adapter during in-house testing. Additional observation not reported by site: the instrument was found to exhibit abrasions on the tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Cautery spatula: the tip accessory was returned with no reported issue. Visual inspection was performed and no damage to the tip accessory was observed. The tip accessory was installed and removed from an in-house instrument during in-house testing without any issues.

Event description:
Refer to h11 for follow-up information.